Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt no longer felt a stimulation sensation. He tried all of his programs and attempted to increase stimulation on all programs. It was reported that the battery was fully charged and the pt did not recall any accident or trauma that could have affected the implantable neurostimulator. It was also reported that when stimulation was turned off, the pt felt "burning" between his shoulders while leaning over doing dishes. Additional information received reported that the pt experienced a lack of therapeutic effect. Stimulation was turning off while standing or general movement, no particular position was responsible. This started occurring approximately two weeks ago, and the pt felt like something hit him in the back approximately two months ago. Impedances were measured at over 3600 ohms on electrodes 0, 2, 5, 6, and 8-15. There were also miscellaneous combination that were showing impedances over 3600 ohms. Group impedance tests ran 7.1 volts resulted in the pt feeling some stimulation in his ribs, down the legs, and some low back. The intended stimulation site was the low back and legs. Possible lead fracture was noted as the reason for the burning sensation. The pt was seeing his physician to run an x-ray. Additional information has been requested, but not available as of the date of this report.